Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient reports having a burn like mark at the pod infusion site(abdomen), as well as itchiness and swelling at the pod infusion site. In addition the patient reports having purulent discharge at the pod infusion site. The patient removed the pod from the infusion site. The patient had gone to a scheduled appointment with their doctor. Once at the doctors office the patients pod infusion site was lanced, drained and cleaned. The patient was prescribed clobetasol cream and cephalexin (500 mg) to be taken once daily for 7 days.